Event description:
Siemens medical solutions USA, inc. Was notified on february 5, 2021 of the medical intervention (staples) that a patient received after sustaining a fall injury while being scanned on a siemens pet scanner. The patient injury occurred on (B)(6) 2021. The operator of the device placed the foot extender device accessory on the device patient bed (phs - patient handling system). Subsequent use of the accessory was contrary to use instructions. As a result, the accessory and patient fell from the phs. The patient sustained a laceration injury that required medical intervention (staples). There are no product defects or failures. There are no labeling defects. There were no other injuries to any other persons.